Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. No significant deformations or damage of the valve were detected during the visual inspection. However, visible remains of dry blood were found. Permeability test: to check if the progav 2.0 shuntsystem is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of the pressure stage of the shunt system at delivery plus 30 h2o in the direction of flow. The test showed that the progav 2.0 shuntsystem is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 and the shuntassistant are non-permeable. Adjustability test: we have investigated whether the progav 2.0 can be successfully set to each specified pressure setting. Thus indicating whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve is present and how much force must be exerted on the housing to release the rotor to adjust the valve using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav 2.0 valve was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. In spite of this we have tested the valve to the best of our abilities. Based on our investigation, we are not able to substantiate the claim of a "blockage". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The reporter pointed out that it was possible to re-adjust the valve to 3 cmh2o, but the csf flow did not improve. It seems that the valve had a blockage. No infection / no health damage to the patient. Patient information: age : (B)(6) year. Weight: unknown. Hight: unknown. Gender: unknown.